Event description:
Customer called to report a blank display on the insulin pump. Customer's blood glucose reading was 144 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump power up properly after battery installation and was monitored for blank display anomalies and none were noted. However, the insulin received with corroded battery tube, cracked battery tube, cracked reservoir tube lip and minor scratches on the lcd window.